Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an abrupt change in shock impedance measurements going out of range, since implant. Technical services (ts) discussed programming options and physician discretion to monitor. There were no events to review. This ICD remains in service. No adverse patient effects were reported.